Event description:
Rn reports while doing a blood transfusion, about halfway through she noticed blood was dripping from the IV pump. Approximately 50ml of blood was on the floor. Transfusion was stopped, and new tubing was primed, and used for remainder of transfusion. Original tubing was bagged and saved, but did discard due to product being saturated with blood. Staff was unclear as to exactly where the blood was leaking from. No issues with patient noted.====================== manufacturer response for y-type blood set for horizon pump, ultrasite======================this device is new to our facility. Reps have been here for training. Will continue to monitor issues.